Event description:
It was reported by the surgeon via fax that when he tried to loosen the screws of an axsos plate, the tip of the screwdriver broke off.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.